Event description:
The customer's wife reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 35 mg/dl at the time of incident. It was unknown that the insulin pump was on auto mode during time of incidence. It was unknown that customer was using insulin pump system within 48 hours of reported low blood glucose event. No harm requiring medical intervention was recorded. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.